Event description:
It was reported that during an ent procedure, the device misfired. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). What type of procedure was being performed? Nasal surgery. Surgeon trying to control bleeding. Please explain what is meant by, the device misfired. He admits he was not familiar with the device and did not allow space around the jaw for the clip to expand totally. Which firing of the device did this event occur on? First or second. What vessel or structure was the device fired on at the time of the event? Nasal vessel. Was the clip fully advanced into the jaws prior to firing? No. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? No. Was there any torquing or twisting of the device present at the time of firing? Unknown was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? What was found? Unknown. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? If so, whom? Dr (B)(6) fired it. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.